Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found no significant anomaly. The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found coring/tearing/cuts in the seal of the sutureless connector that met leak criteria. Conclusion code applies to catheter ((B)(4)) and applies to catheter ((B)(4)).

Manufacturer narrative:
Section d information referenced the main component of the system and other applicable components are: product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:(B)(6) 2017 product type catheter product ID 8731sc lot# serial# (b(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type catheter product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (15 mg/ml at 3.043 mg/day) from an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2017 during a pump replacement due to regular eri (elective replacement indicator) the catheter would not flow. When it was excised it was found to be clogged at the end, it was noted that fluid was flushed through it and then the pores opened up. The catheter was replaced and the issue was resolved. At the time of the report the patient was alive with no injury. It was noted that there were no environmental, external, or patient factors that led to or contributed to the event. Additional information was reported by the rep on (B)(6) 2017. It was reported that the patient had never reported symptoms of a catheter occlusion. It was clarified that the catheter ends were clogged. When the catheter was explanted the hcp was able to force fluid through, which opened the end holes but this did not happen easily and resistance was met repeatedly.